Event description:
Customer reported blood glucose results of 54 mg/dl and 123 mg/dl within 10 minutes on the advantage system. Customer self-treated the low blood glucose symptoms by eating. No adverse event reported. A request was made for the return of the system, replacement was sent.